Event description:
Upon arrival of ems unit, patient was found on the side of the road in cardiac arrest. Cardiopulmonary resuscitation and defibrillation shocks were performed. CPR was transferred from manual to the life-stat and was maintained throughout the transport to the hospital (approximately 30 minutes.) During unloading of the patient, it was reported that the life-stat stopped working. Manual compressions were continued on the way in to the emergency room. The patient was not resuscitated, a pulse was never restored.

Manufacturer narrative:
A thorough investigation was initiated and completed on this unit. The complaint was confirmed. The unit would start initially after batteries were installed but would not restart after turning it off. Our investigation found that the root cause of the problem was with the membrane switch panel that operates the device. A short occured at a circuit crossover causing the unit to stop and function intermittently.